Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined failed hardware. A field service engineer tested popped cubie and cleared medication. Customer confirmed drawer is functioning properly. Performed preventative maintenance the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a hardware failure. The customer indicated that they were able to retrieve the medication through pharmacy. The medication is called heparin. There was no report of impact to the patient or user during this event.